Manufacturer narrative:
(B)(4). The product has been requested to be returned for eval, but has not been received. (B)(4).

Event description:
The customer reported that the pager had been working but then they couldn't get it to transmit sound to the pager when the button was released. There was no pt incident or injury reported.